Event description:
Unrequested pca dose delivery reported: it was reported that a pt experienced an overdelivery of pain medication due to unrequested pca bolus dose deliveries. There was no specific program/prescription info available. According to the customer contact, "the pt was very sedated". There was no info available related to the pt's vital signs at the time of discovery. There was no pt harm reported and no medical interventions were ordered related to the event. Though requested, there was no add'l info available.